Event description:
It was reported that the right ventricular (rv) lead exhibited t-wave oversensing (twos). The lead was reprogrammed and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Concomitant products: 5076-52 lead, implanted (B)(6) 2016. If information is provided in the future, a supplemental report will be issued.